Event description:
A consumer reported that after having an intraocular lens (iol) implanted, his vision was worse. The lens was exchanged three and a half months after initial implantation. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. No further info is expected. (B)(4).